Manufacturer narrative:
The customer's reported problem was confirmed. The pump was alarming without power up when a battery is inserted. Visually inspected the pump and found damaged back label and fluid ingression. The "continuous alarm" issue possible was caused by corruption software applications. Booted and reinstalled software applications f into pump and solving the issue. Software application was installed in order to resolve the issue.

Event description:
It was reported that the cadd-prizm® vip system displayed a continuous alarm. No serious injury was reported in connection with this incident.